Event description:
The surgical supply coordinator stated that the patient received a medpor customized right mandible implant on (B)(6), 2010. The surgical supply coordinator reported that the doctor had to shave and trim the implant to get a proper fit.

Manufacturer narrative:
The device history records were reviewed and all processes and test parameters were within the medpor implant finished goods specification. Device was implanted